Event description:
In 2007, the patient's mother reported, she returned home from out of state to find an ambulance has taken the patient to the hospital. She stated, the patient is thought to have been unconscious since two days earlier, which was determined by a muscle test given at the hospital. She sated it is believed he had hyperglycemia because when he arrived at the hospital his blood glucose reading was 108 mg/dl which was thought to have come down while he was unconscious at home. The patient's mother stated it is believed the patient's insulin infusion device failed. She said "they think because of the condition of the pump when they found the patient" it has failed. She said, the screen of the infusion device is "black." She stated she does not know what happened but will know more when the patient wakes up. She said, he is currently being treated by insulin injections. Repeated attempts to follow up with the patient and the patient's mother were unsuccessful. On four days after the original date, the hospital was contacted to check on the condition of the patient but the hospital could not find the patient registered at any of their 3 campuses. On the following month, the patient's mother responded and stated the patient is much better. She said he woke up late on original date, and was in the hospital for 5 days. She stated the patient told her "the screen went black when he had some sort of reaction and fell. That is all he remembers." She said the replacement infusion device is working fine. She stated she could not send back the infusion set or battery as they have been disposed of. The product was replaced and requested to be returned for evaluation.